Event description:
It was reported that a patient death occurred. A patient previously treated a few years back with a drug eluting stent (des) in the left anterior descending artery (lad) presented for an angioplasty in the moderately calcified diffused left circumflex (lcx) lesion. During the time of the guide catheter engagement, a left main (lm) dissection was noted, causing the patient to become unstable. Following deployment of a non boston scientific device in the lxc, a 4.50 x 16 synergy stent was advanced to treat the lm to lad, but the stent became stuck with the stent previously implanted in the lad. The synergy stent was not deployed. While pulling back the device from the lesion site, the stent dislodged from the delivery system. A snare was then advanced to retrieve the dislodged stent from the vessel. The procedure was completed and the patient was then transferred to the intensive care unit (ICU). However, the patient ultimately passed away the next day.

Event description:
It was reported that a patient death occurred. A patient previously treated a few years back with a drug eluting stent (des) in the left anterior descending artery (lad) presented for an angioplasty in the moderately calcified diffused left circumflex (lcx) lesion. During the time of the guide catheter engagement, a left main (lm) dissection was noted, causing the patient to become unstable. Following deployment of a non boston scientific device in the lxc, a 4.50 x 16 synergy stent was advanced to treat the lm to lad, but the stent became stuck with the stent previously implanted in the lad. The synergy stent was not deployed. While pulling back the device from the lesion site, the stent dislodged from the delivery system. A snare was then advanced to retrieve the dislodged stent from the vessel. The procedure was completed and the patient was then transferred to the intensive care unit (ICU). However, the patient ultimately passed away the next day.

Manufacturer narrative:
The synergy ous mr 4.50 x 16mm stent delivery system was returned for analysis. The device was returned with the stent damaged and detached from the balloon. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.